Event description:
The physician reported that he observed oversensing with high amplitudes, reproducible in case of deep inspiration of the pt only. He excluded a lead problem, because of short implantation duration of the whole system.

Event description:
To summarize this event, following placement of a 26mm amplatzer septal occluder ("aso"), the device embolised to the left atrium.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Manufacturer narrative:
Review of the angiograms by aga's medical consultant resulted in the following findings: balloon sizing was performed and an indention of the balloon was not observed. The 26mm aso was placed with a significant pull during deployment of the right atrial disc. Before the aso was released from the cable, the edges of the right and left atrial disc appeared very close to each other, which suggested that the atrial septal rims were not sandwiched by the two discs. The device embolized immediately after release, which suggests the device was either undersized or positioned improperly.according to aga's medical consultant, the aso embolized due to improper placement or underestimation of the defect size. The fluoroscopic images suggest that the two discs did not sandwich the septum. A complete review could not be performed since the echocardiogram images were not provided.